Event description:
It was reported that metal pieces or shreds came out of the attachment during an oral surgery. The shavings did not enter the pt or sterile field, and there was no pt or user injury. The procedure was completed successfully with another device.

Manufacturer narrative:
The attachment was received at the manufacturer for eval, and the reported condition of metal pieces or shreds coming out of the attachment was confirmed. The device was disassembled, and corrosion was found throughout the device, including the collet assembly. Based on the investigation details, the failure of the attachment was most likely caused by corrosion build up into the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which had the potential to allow corrosion to enter the attachment. Once enough corrosion builds up in the attachment it may cause the device to not work properly or can physically bind up the attachment. The attachment was scrapped.